Manufacturer narrative:
The product has not been returned to the MFR for evaluation.

Event description:
It was reported that the customer alleged an increase in pressure ulcer development at their facility. The user facility did not provide any specific details or a serial number of the device for the alleged event.